Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that the lead was attempted in the left bundle area pacing and the helix was damaged from repositioning the lead too many times.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.